Manufacturer narrative:
Physio-control evaluated the device and verified the reported problem. The battery pack was replaced and proper device operation was observed through functional and performance testing. The device was sent back to loaner status. Physio further evaluated the replaced battery pack and determined the root cause for the reported failure was a dead cell.

Event description:
It was reported that the device would not operate on battery power. This is a physio-control loaner unit. There was no pt involvement reported with this event.